Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed. One 22 ga x 8 cm powerglide pro midline catheter was returned for evaluation. An initial visual observation showed use residues throughout the returned powerglide device, and the needle was advance with the catheter crumpled around the needle. A microscopic observation revealed a complete catheter break about 1.5 cm from the molded joint. The distal fragment was observed to be severely crumpled and compressed at the needle tip, as the needle tip was part way through the catheter. The needle tip location proved to be an additional puncture site. Sharp puncture marks coincide with the shape of the needle bevel along the catheter. The needle puncture sites are indicative of the catheter being advanced prematurely or the needle advancing further after the catheter was advanced. The complaint of a broken catheter is confirmed. Observations of the catheter revealed incorrect needle/catheter interactions as sharp imprints along the catheter near the break were observed.

Event description:
It was reported by the customer, "I stuck the patient followed it on ultrasound unti I was in the middle, inserted the wire no issues then the catheter had resistance so I went to remove had resistance so another nurse tried and that is when we realized the catheter had broke off. Patient had to go to ir to retrieve the catheter."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of regu2348 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer, "I stuck the patient followed it on ultrasound unti I was in the middle, inserted the wire no issues then the catheter had resistance so I went to remove had resistance so another nurse tried and that is when we realized the catheter had broke off. Patient had to go to ir to retrieve the catheter."